Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench, and no anomaly was found. The battery was returned to the supplier for further analysis and no anomaly was found. The cause of the low battery voltage could not be determined.

Event description:
It was reported that the device was unable to be interrogated. Device was explanted and replaced when multiple attempts to interrogated the device were unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.